Event description:
Device report from synthes (B)(4). Reports an event in (B)(6) as follows: the surgeon used afj for a distal femoral (df) diaphyseal fracture in (B)(6). The x-ray image showed a callus formation, and the surgeon was satisfied. The patient fell down, felt pain, and visited the hospital on (B)(6) 2010. The surgeon recognized the nail was broken. The surgeon extracted the nail on (B)(6) 2013 and revised to medial and lateral plates. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it showed that the light green anodized expert (B)(4) femoral nail was examined and the raw-material inspection sheet and the manufacturing documents showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the expert asian femoral nail is in compliance with the international standards. The dimensions of the investigated nail were checked using a digital sliding calliper and found to be in compliance with the technical drawing and ao/asif specifications. The outside diameter of the nail is 10.13 mm, the cannulation hole diameter is 4.59 mm and the diameter of the broken locking hole is 5.20 mm. The expert asian femoral nail was implanted in (B)(6) 2013 because of a distal femoral diaphysis fracture. It was found broken on (B)(6) 2013 because of the patient's pain complaint after he fell down. The revision surgery to remove the broken implant and replace it by means of a distal femur plate (lateral) and a proximal lateral tibia plate (medial) was performed on (B)(6) 2012. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The expert asian femoral nail could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in (B)(6) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.